Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, insert was changed due to patient complaining of instability. Dr. (B)(6) replace a 4+ 14mm insert with a 4+ 24mm insert.